Event description:
The index procedure treated one target lesion. Target lesion 1 was a 3.5 mm vessel diameter, 95% stenosed region of the mid right coronary artery (rca). The physician treated this lesion by direct stenting with one taxus epxress2 8.8% 3.5x20 mm (lot 7146758) drug eluting stent. The pt was discharged from the hospital 1 day post index procedure receiving asa, and plavix. The site reported that the pt experienced a non q-wave mi 1 day post index procedure. It was reported that no action was taken and the mi was resolved upon discharge from the hospital.